Event description:
It was reported that the patient was having difficulty charging the ipg, as a result the battery was nonfunctional. There was no device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.